Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.

Event description:
Upon opening the neuron 053, it was observed that the distal tip was "crimped" and not able to use. It never entered the body and was immediately discarded. Another neuron 053 was opened and used to complete the procedure.